Event description:
A patient contacted (B)(4) regarding assistance with a bag disconnecting while using the homechoice (hc) during drain 2. The patient stated that one of her bags disconnected and she wanted to know if she could keep using the setup. (B)(4) explained the risk of contamination and advised the patient to either start therapy over or finish with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient who stated the bag just fell by itself and became disconnected. All of the supplies in the event were discarded and the lot numbers were unknown. A companion sample was not available for the cassette as the patient was using a new box of supplies. The patient used new supplies to resume therapy and was doing fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.